Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joint arches"), mood swings ("mood swings") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only) in 2014). Essure was removed in 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, back pain, arthralgia, mood swings, female sexual dysfunction and weight increased outcome was unknown and the dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure confirmation test-2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: reporter information, essure removal date, patient demographics added, medical history, new events mood swings, apareunia (inability to have sexual intercourse), weight gain added. Outcome for the events abdominal pain and dysmenorrhea (cramping) updated to recovered resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joint arches"), mood swings ("mood swings") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only) in 2014). Essure was removed in 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, back pain, arthralgia, mood swings, female sexual dysfunction and weight increased outcome was unknown and the dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure confirmation test-2010 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: reporter information, essure removal date, patient demographics added, medical history, new events mood swings, apareunia (inability to have sexual intercourse), weight gain added. Outcome for the events abdominal pain and dysmenorrhea (cramping) updated to recovered / resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("joint arches"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 5-jun-2019: pfs received: previously reported event "injury" replaced with events-" pelvic pain, vaginal bleeding, menorrhagia, dyspareunia, dysmenorrhea, abdominal pain, back pain and joint aches" patient demographic details ,reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.